Event description:
The device was explanted and returned to the manufacturer for analysis. No reason was given for the explant. It is unknown how long the pump was implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.